Event description:
It was reported that the patient was unable to pump this inflatable penile prosthesis. The device had fluid loss. The device was explanted. Upon explant, it was identified that the tubing above the pump was snapped. No patient complications were reported.